Event description:
Sensor giving false reports of glucose levels I have 2 of them back-to-back days. I had checked the serial number via the company's website and they said that they were not affected. Pt: 4582. Device: 1535. Ref report: mw5183013.